Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system documented, is being reported under MFR-3004753838-2017-21974.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the device had an intermittent out of range signal that occured on both the insulin pump and the continuous glucose monitoring system. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and there was no failure detected. The reported event of an intermittent antenna icon was not confirmed. A root cause could not be determined. The transmitter returned is associated with an intermittent out of range signal that also occured on the insulin pump. However the t-slim is not the product in question.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced an intermittent out of range signal. No additional patient or event information is available.